Event description:
New information received notes that the lead was connected to the device and the stylet was left in the lead.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the stylet could not be removed from the left ventricular lead. The patient condition was stable post-procedure.

Manufacturer narrative:
Further information was requested but not received.